Event description:
A report was received that the patient underwent explant procedure where in the physician explanted the whole system due to defective lead.

Event description:
A report was received that the patient underwent explant procedure where in the physician explanted the whole system due to defective lead.

Manufacturer narrative:
Additional information was received that the patient¿s lead had two electrodes popping out of the paddle but were still attached to a small aluminum wire. The patient was also experiencing increased pain in the back prior to the revision. The physician was unsure if the pain was device related. Device evaluation indicated that the lead was cut in multiple pieces. Also, visual inspection confirmed that electrodes #7 and #8 of the paddle end were partially dislodged, but still connected to their respective cables. The cut damage to the lead is a result of a typical explant procedure and it is not considered a failure.